Event description:
Patient was being transported on stretcher out of endoscopy procedure room when IV pole hit top of door and snapped off. Pole hit patient on left breast. Patient requested no post-op follow-up call thus additional information regarding possible injury was never determined.